Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer reported the unit displays oxygen (o2) input failures (checked in another outlet that has correct pressure) and it also shows alarm "oxygen not available". The customer confirmed the problem with the respirator pressure produced by pressure on the hospital distribution circuit. The customer adjusted the circuit pressure to resolve the issue. The unit was tested and it was returned to service. The unit was in clinical use, and there was no patient harm. The unit was not swapped out. There was no delay of therapy.

Manufacturer narrative:
The issue was observed during setup for use at the time of the event; there was no therapy delay. The root cause is overpressure in the hospital's distribution system. There was no device malfunction. Based on this information, this complaint no longer meets reportability requirements.

Manufacturer narrative:
G4:08mar2021. B4:13mar2021. The field service engineer (fse) confirmed the unit was being set up for use at the time of the event, there was no delay of therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.